Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic after receiving a vibratory alert for high, out of range high voltage lead impedance. Upon interrogation, the high voltage lead impedance was found to be within normal limits. Another out of range high voltage lead impedance value was unable to be produced during pocket manipulation and isometrics. The patient will continue to be monitored with follow-up and remote monitoring.